Event description:
It is reported that the tube continually moves within the rectum and goes in and out causing friction with pressure on the walls of the rectum.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. It is reported that the hospital recently transitioned from control to signal. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted. Please note: five (5) products were affected; there for a separate FDA form 3500a has been generated to address the other (4) cases reported under patient identifier(s)# (B)(6). The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.